Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 15.5 months post index procedure the patient had an mi. The event was not assessed for device relatedness.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The previously reported mi that occurred approximately 15.5 months post index procedure was related to the target vessel. The investigator indicated that the event was definitely related to the study device.